Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received three appropriate treatments and five inappropriate treatments. The device was started up at 14:16:38 on (B)(6) 2025. At 23:36:24, an arrhythmia was detected. ECG shows af @ 140 bpm with nsvt. At 23:37:02, the patient received the first inappropriate treatment. Af with rvr, nsvt and oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was af @ 20 bpm with nsvt. Post shock rhythm was af @ 20 bpm with motion artifact. At 23:46:07, an arrhythmia was detected. ECG shows af with rvr @ 150 bpm with pvcs/nsvt. At 23:46:45, the patient received the second inappropriate treatment. Af with rvr, nsvt and oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 180 bpm. At 23:47:11, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was af @ 130 bpm with pvcs/nsvt. At 23:48:29, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 23:49:17, the patient received the third inappropriate treatment. Af with rvr, nsvt and oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 180 bpm for 69 seconds self-converting to af @ 140 bpm with pvcs/nsvt. At 23:50:44, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 23:51:50, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm. At 23:59:30, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 00:00:00 on (B)(6) 2025, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was sinus rhythm @ 60 bpm. At 00:35:32, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and tactile artifact. At 00:36:39, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity and tactile artifact. At 00:37:07, the patient received the fifth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with tactile artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with tactile artifact. The device was shut down at 07:13:28 on (B)(6) 2025.